Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer states the patient was an adult patient.

Event description:
The customer reported that the nurse responded to an alarming alaris device for an occlusion during a sodium bicarbonate 50meq/dextrose 5% infusion. The nurse assessed the tubing set for kinks or occlusion to flow to find no issues. The nurse then flushed the adult patients' PICC line while using a syringe 10ml to find that there was good blood return. The nurse then restarted the pump only to have the device alarm again. The nurse reassessed the tubing set and continued to find no kinks or flow issues and restarted the pump only to have it alarm again. On the third alarm, the nurse clamped the roller clamp and opened the pump module channel door to find a balloon in the silicone segment. While attempting to remove the tubing set from the device the tubing set separated and leaked onto the nurse's skin and hair. The customer confirms that there was no ivp medication delivered within 24 hours prior to the occlusion alarms. The patient required a new maintenance IV fluid set-up while the pharmacy department had to prepare the IV fluid again. Although there was no patient or nurse harm caused by the event, the customer request that the patient and nurse's emotional distress be considered.

Event description:
The customer reported that the nurse responded to an alarming alaris device for an occlusion during a sodium bicarbonate 50meq/dextrose 5% infusion. The nurse assessed the tubing set for kinks or occlusion to flow to find no issues. The nurse then flushed the adult patients' PICC line while using a syringe 10ml to find that there was good blood return. The nurse then restarted the pump only to have the device alarm again. The nurse reassessed the tubing set and continued to find no kinks or flow issues and restarted the pump only to have it alarm again. On the third alarm, the nurse clamped the roller clamp and opened the pump module channel door to find a balloon in the silicone segment. While attempting to remove the tubing set from the device the tubing set separated and leaked onto the nurse's skin and hair. The customer confirms that there was no ivp medication delivered within 24hours prior to the occlusion alarms. The patient required a new maintenance IV fluid set-up while the pharmacy department had to prepare the IV fluid again. Although there was no patient or nurse harm caused by the event, the customer request that the patient and nurse's emotional distress be considered.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked was confirmed. The report of a ballooned silicone segment was not confirmed. Visual inspection showed that the separation occured between the silicone pump segment tubing and the upper fitment. The ring retainer was received with the set and a ring retainer indentation was observed around the end of the silicone tubing where the separation occured. The silicone tubing measured within specification. No ballooned segment or evidence of the pump segment having been ballooned was observed. Functional testing could not be performed due to the separation. The root cause of the reported ballooned segment or the confirmed separation could not be identified.